Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced and tightened the kep nuts that hold the battery wire harness assembly to the battery pin assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio also downloaded the device's electronic records from the event for review and was able to verify the device powered off during the event.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times. There was no patient use associated with the reported event.